Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provided from the customer stating the patient was having a vitrectomy and washout only after prior surgery for retinal detachment. The surgeon was just about to finish the washout and vitrectomy when the machine did not respond to her pressing it.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a patient experienced sudden loss of intraocular pressure during the fluid to air exchange portion of a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿this patient is a (B)(6) male who experienced a sudden loss of intraocular pressure (iop) on (B)(6) 2017. The procedure being performed at the time was a vitrectomy/washout, status-post retinal detachment repair. During the air-gas-fluid exchange portion of the surgery the machine was unresponsive according to the returned questionnaire. The machine responded eventually, after 5 minutes. There was total of 45 minutes in delay and the eye was re-inflated during the surgery. The patient harm was avoided by reattaching the retina. The patient still has gas in the eye and it is too early to comment on the status of the treated eye. There was no system messages displayed on the system at the time. No samples are available for investigation. Additional information suggests that the settings were checked and the iop infusion compensation was active. According to the surgeon, this caused the issue and potential for harm. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 22, 2011. Based on qa assessment, the product met specifications at the time of release. Consumable. This is the fourth complaint for the finish goods consumable lot. This the first incident for this issue. The device history record (DHR) review shows the order was built and released per specification. The customer did not retain a sample for this complaint report. As such, a visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. The root cause cannot be determined conclusively. (B)(4).